Event description:
Patient reported to nurse, one bag of compounded tpn leaking. Leak discovered before administration and tpn was discarded. The branch has since found at least 3 more leaking bags, during compounded or packaging, with the same lot number. These were all discovered and remixed before shipping to any patients.